Event description:
It was reported that the left ventricular (lv) lead dislodged, pulling back past the coronary sinus (cs) ostium, and there was no capture. Therefore, the lv lead was removed and successfully replaced with a new lead in a different vessel. It was also reported from the system longevity study (sls) that the patient had respiratory failure cardiogenic shock and atrial fibrillation. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead dislodged, pulling back past the coronary sinus (cs) ostium, and there was no capture. Therefore the lv lead was removed and successfully replaced with a new lead in a different vessel. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. All conductors were distorted and had blood/body fluid (not obstructed.) The distal conductor had blood/body fluid (not obstructed) and the outer insulation had melted and was breached cut. The lead had apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. All conductors were distorted and had blood/body fluid (not obstructed.) The distal conductor had blood/body fluid (not obstructed) and the outer insulation had melted and was breached cut. The lead had apparent explant damage.